Manufacturer narrative:
(B)(4). Customer returned pump for alleged high bgs on (B)(6) 2022. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit did not pass the sleep current measurement test due to high current. Unit passed dat at 0.867 inches. Unit was successfully downloaded using thump and carelink, however there was no data on the event date. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Pump was cut open to perform visual inspection and found moisture damage¿on the force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. Unexpected battery power loss was confirmed due to problem isolated to the pcba 2. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had lot of active insulin and auto mode was working. No harm requiring medical intervention was reported. The device was returned for analysis.